Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter received for evaluation. During visual evaluation fiber disturbance and unraveled material in the proximal end of balloon could be observed. No other anomalies were noted. On functional testing an in-house was used for inflation and could identified water leak from the balloon. Further the balloon fibers were stripped underwent through the microscopic observation and could note a compound rupture in the proximal end of balloon. No other testing was performed. Based on the return sample analysis the fiber disturbance, material unraveled, and compound rupture could be identified in the balloon. Hence the investigation confirmed for the identified fiber disturbance, material unraveled and reported balloon rupture issues. A definitive root cause for the identified material unraveled and reported balloon rupture issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024), g3, h6(device). H11: h6(method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the venous outflow tract, the pta balloon allegedly ruptured when the first pressure was expanded and the air pressure pump was pressurized to about 28 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the venous outflow tract, the pta balloon allegedly ruptured when the first pressure was expanded and the air pressure pump was pressurized to about 28 atm. The procedure was completed using another device. There was no reported patient injury.